Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Event description:
Patient reported all of the buttons on the infusion device are non- functional. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the up button is always active. Due to an external mechanical influence the snap dome of the up button is pressed through. This source led to an always activated up button and therefore all the buttons do not react on pressure. The problem mentioned by the customer is related to careless handling of the product.